Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to erosion. The device this lead was connected to and the right ventricular (rv) lead were non boston scientific products and were also explanted. No additional adverse patient effects were reported. Further information has been requested regarding product return status.